Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested using retention strips and controls. Two high level control samples (roche qc level 2) result 1: 2.8 inr, result 2: 2.8 inr. The maximum difference between measurements was 0%. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Several results of 1.6 inr alleged by the customer were observed in the meter¿s patient result memory. The date of the results cannot be verified due to the meter date being set incorrectly.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 9:50 am, the meter result was 1.6 inr. At 10:05 am, the laboratory result using an unknown reagent was 2.7 inr. The therapeutic range was 2.0-2.5 inr and the customer tests weekly.